Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test and was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, j500 pins were cracked of the dn pca. The root cause for the strained cable and cracked pins were excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a german patient was receiving adjust belt messages.